Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced chest pains coincident with automated peritoneal dialysis (apd) therapy. The patient was taken to the hospital due to the chest pains; however, it was not reported if the patient was hospitalized for the event. The cause of the event, treatment for the event and patient outcome were not reported. Pd therapy was ongoing at the time of the reported event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.